Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k021819.

Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultrasmart meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 7:30 pm, the patient obtained the blood glucose readings of 23.3 mmol/l, 10.0 mmol/l and 6.0 mmol/l on the reported meter within 20 minutes of each other. The patient took no actions based on these readings. A few minutes afterwards, the patient experienced the symptoms of sweating and clamminess, and she felt ill. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating and her testing technique was correct. The patient reported that she performed a control solution test with failing results. The patient ran a control solution test with a new vial of test strips, with passing results. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter. Therefore this complaint is being reported.